Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed motor error alarm and motor position encoder error alarm. Customer's blood glucose was 118 mg/dl. Device was able to rewind. The manual prime and displacement test were also successful. Customer was advised to monitor the issue. Customer will not be returning the device for analysis.